Manufacturer narrative:
(B)(4). Batch # n9224y. The device was received the upper jaw damaged at the proximal side and the I-blade upper tip broken lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. The upper jaw was still attached to the device and not missing as reported. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, the jaw broke when was working on the tissue. The surgeon suspects the patient's tissue is too fibrous. Unknown how case was completed. There were no adverse consequences for the patient.